Manufacturer narrative:
Customer has indicated that they intend to return the product. Return is pending. Once received, a product investigation will be conducted. When investigation is completed, a follow-up report will be submitted to the FDA.

Event description:
The trailing haptic had a sharp edge sticking straight out that would have cut patient's inner eye if the surgeon had left iol implanted in the eye. Patient is in good condition. No injury to the patient's eye and surgeon did not have to enlarge the incision to remove the iol.

Manufacturer narrative:
The purpose of this follow-up report #1 is to provide additional information regarding device evaluation findings after the initial report was filed. The device evaluation was conducted by hoya qa singapore. Device evaluation details: only the iol was returned. One of the haptics was deformed. Trace of lubricant was found on the lens. No abnormalities were found in production and inspection records of the product. Root cause was not determined. (Serial no.: (B)(4) model: 230).

Event description:
The trailing haptic had a sharp edge sticking straight out that would have cut patient's inner eye if the surgeon had left iol implanted in the eye. Patient is in good condition. No injury to the patient's eye and surgeon did not have to enlarge the incision to remove the iol.